Event description:
It was reported that the customer had an issue with a bent cannula. The customer's blood glucose level was 577 mg/dl. Customer stated that she inserted an infusion set into her skin last friday night and woke up with the infusion set no longer inserted into the skin. Customer also stated that when she removed the introducer needle, the cannula may have come out as well. Customer reported that the event occurred months ago and the event caused her to run high. Customer stated that a couple of weeks ago, the infusion set appeared to be clogged and the insulin would not travel through the infusion set. Customer stated that after changing the infusion set, the infusion set appeared to be functioning as designed. Customer declined troubleshooting since the pump and sensor appear to be functioning as designed. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.